Event description:
During a stereotactic biopsy procedure, when the radiologist was placing the marker in the biopsy site, he experienced difficulty with the device and asked for a different marker. Reviewing the post-biopsy images it was noticed the marker applicator tip had sheared off in the pt's breast.

Manufacturer narrative:
Device was not returned and not available for analysis. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements read "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear." Following receipt of the copy of user facility medwatch report on this event (B)(4) the initial reporter, (B)(6), was contacted (B)(6) 2011. She again explained the physician was having difficulty deploying the marker. He asked for another marker. As he was removing the first marker, the tip sheared off. The pt has since been diagnosed with breast cancer and will have a mastectomy procedure. The tip of the marker will also be removed during this procedure. Note: the intervention (i.e., mastectomy) is related to the pt's diagnosis and not the tip shear event.